Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. Hawkes bay fallen soldier¿s memorial hospital informed cook on 20jul2021 of an incident involving a coda lp balloon catheter (rpn: coda-2-9.0-35-120-32). The following cook products were also used during the procedure; zisl-16-59, zisl-20-59, zbis-12-45-41 and zimb-36-98. The 74-year-old male patient had the following pre-existing conditions: abdominal aortic aneurysm and aneurysm of the right common iliac artery. On 28jun2021 the patient underwent an endovascular abdominal aortic aneurysm repair (evar) with an internal branched device. A zbis was deployed successfully on the right side. The physician them inserted the main body graft (zimb-36-98) going through the left side. The main body graft appeared to deploy successfully. The main body graft (zimb-36-98) and internal branched device (zbis-12-45-41) were connected with a zisl-16-42. The left side extended with a zisl-20-59 into the left common iliac artery (lcia). The sealing zones and overlaps were then molded. A final run showed what appeared to be a type 1a endoleak. The coda lp balloon catheter (coda-2-9.0-35-120-32) was then used to re-mold the proximal neck. While attempting this during the procedure the coda balloon burst. The site stated there was very mild calcification and no angulation at the inflation site. The balloon was inflated using 30cc, half and half saline and contrast solution. The site did confirm that part of the balloon was inflated inside the suprarenal stent. The type 1a endoleak was still visible. A review of the documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, as well as an expert review of returned imaging, was conducted during the investigation. A post-operative CT study from 30jun2021 was provided for expert image review. It was noted that the zimb main body had severe posterior in-folding, causing a kidney bean configuration on cross section, resulting in a lack of adequate seal in the proximal neck. This led to the type 1a endoleak. The graft in-folding is likely due to the tangling of nonadjacent barbs at the suprarenal stent segment, which did not allow the graft to fully expand on deployment. The coda balloon likely ruptured due to the tangled barbs being turned inward to the graft lumen following in-folding. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13788816 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook has determined the device was manufactured to specifications. Cook also reviewed product labeling. The product IFU, t_codalp_rev3 ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: device description the balloon is manufactured from a compliant polyurethane material. Particular care should be taken in handling the balloon to prevent damage. The balloon will inflate to the indicated size parameters when utilizing proper volume recommendations. Warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. Precautions the balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. Always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig.1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation. 1. Flush the distal lumen using heparinized saline solution. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. Caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda or coda lp balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of imaging provided by the facility and the results of our investigation, it was concluded that an adverse event related to the procedure likely contributed to the event. It was stated in the image review that the coda balloon likely ruptured due to the tangled barbs. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Additional information was received on 18aug2021. The balloon was inflated to 30 cc with a half-and-half mixture (presumably contrast-to-saline). An inflation device was not used. A portion of the balloon was inflated inside the suprarenal stent. Though there was no angulation at the inflation site, there was mild vessel calcification at/near at the inflation site. No intervention has taken place yet as a result of this event, though the current plan is to insert a coarctation stent ("post dilated up to 32mm to open up the stent"). If this fails, an explant will be performed.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: vascular consultant. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda balloon catheter ruptured during an endovascular aneurysm repair procedure. An iliac branch device was successfully placed on the right side. A main body was placed on the left. The two were then connected using a leg graft. The left side was extended using an additional leg graft into the left common iliac artery. Seal and overlap zones were ballooned. A final imaging run revealed a type 1a endoleak, so the proximal neck was re-ballooned. At this time, the coda balloon ruptured. The type 1a endoleak persisted. A follow-up CT angiography revealed an "infolding" of the main body graft from the suprarenal stent to the flow divider. The patient may require an additional procedure (either coarctation stent placement to expand the "infolded" main body, placement of a complex custom made device, or device explant and open repair), but has not had one yet. No other adverse effects have been reported.